Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6), 2011.according to the complainant, while injecting contrast during the procedure, it leaked out of the handle. Reportedly the basket was fully extended. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.this event has been deemed a reportable event based on the investigation results; side-car push-back.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the closed position. The guidewire lumen (side-car) presented push-back. Functionally, the basket could be extended and retracted without issue. Basket wires were found to be properly formed and evenly spaced. Additionally, a leak test was performed by injecting water into the device and a backflow leakage was noted. Further analysis of the handle confirmed that a spacer seal component was missing. The condition of the returned incident device was consistent with the reported event since a leak was observed at the handle during testing. Additionally, the device evaluation found that the guidewire lumen (side-car) presented with push-back. This damage likely occurred due to anatomical/procedural factors which limited the device performance.a search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).